Manufacturer narrative:
The reported event of helix damage was confirmed. As received, a complete lead was returned in one piece with the helix found extended, bent, and clogged with blood. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections found the helix was bent, consistent with procedural damage. The cause of the reported event was consistent with procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the helix was damaged. The lead was not used and replaced during the procedure. The patient was stable.